Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm error 24 and error 40 due to critical pump error (open book image) alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the insulin pump had multiple insulin pump error alarms. Customer blood glucose value was 167 mg/dl. The customer was assisted with troubleshooting. Customer reports the alarm did not clear by selecting ok. Customer states they performed insulin pump reset procedure but insulin pump screen did not turn off. The device will be returned for analysis.